Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin irritation from the lifevest. The patient had a skin irritation under the lifevest garment. During a follow up, the patient reported that his nurse placed cloth over the irritations under the garment straps and the sides of the garment, where the irritation was occurring. The irritation was reported to be healing.